Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cable was damaged in the actual product. Therefore, it is assumed that the video function did not function normally due to the cable damage and video defect (black image)" occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head exhibited ¿image failure¿ and the video appeared ¿black.¿ the issue happened during preparation and prior to an unspecified procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head exhibited ¿image failure¿ and the video appeared ¿black¿. The issue happened during preparation and prior to an unspecified procedure. There was no report of patient harm associated with the event.